Event description:
It was reported the patient had an ulcer over the pump and the hcp was concerned that the pump may erode through skin. Additional information indicated a probable infection at the ulcer site. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.